Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The emboshield nav6 is being filed under a separate medwatch MFR number. The device has been discarded. The lot number has been provided. A follow-up medwatch report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported patient effect of stenosis is a known adverse event listed in the product instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. As the lot number was not provided, a review of the device lot history record could not be performed.

Event description:
It was reported that approximately 7 months post xact stent implantation in the right carotid artery, the stent was reported to have instent restenosis. During treatment of the in-stent stenosis, an emboshield nav6 filter was deployed and the stent was dilatated using viatrac 6 x 15mm and viatrac 6 x 40mm balloon catheters. While advancing the emboshield nav6 retrieval catheter over the guide wire, the guide wire could not exit through the rapid exchange port. Slight force was used with no success. Another retrieval catheter was used and the filter was successfully removed. There was no adverse patient sequela. Though requested, no additional information was provided.